Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the patient cannot be cooled to 34°c. The console did not provide enough power to make the patient's temperature the same as the selected target temperature. Coolant bath temperature was set 0.5°c but the temperature of coolant was not lower than 5°c-7°c. Another console was replaced to continue therapy. No other information was provided.

Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4). A visual inspection of the system was performed and found no discrepancies or issues with the device. A review of the event log was performed and found no errors or anomalies to have occurred on the reported event date of (B)(6) 2016. The system failed functional testing as the cold well temperature was out of specification due to a defective cooling engine. In summary, the customer reported complaint was confirmed during the functional testing. The root cause was determined to be a defective cooling engine.